Event description:
Balloon of intra-aortic balloon pump suddenly lost integrity. The balloon was removed from the patient's aorta and was replaced by another. Upon inspection, the balloon was noticed to have a tear near the section that inflates. The balloon has been sent to the manufacturer for inspection. FDA safety report ID# (B)(4).